Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Our investigation was limited to the review of the device history record, which showed that each manufacturing and inspection operation was performed and indicated complete in accordance with abbott specifications and procedures. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
On (B)(6) 2011, a 21mm trifecta valve was implanted. On (B)(6) 2015, a tte revealed what appeared to be degeneration of the aortic valve. On (b)(64) 2015, the patient was treated with vancomycin and gentamycin. On (B)(6) 2015, the patient was diagnosed with heart failure secondary to aortic stenosis and was admitted. On (B)(6) 2015, this trifecta valve was explanted and replaced with a 21mm edwards perimount valve. On (B)(6) 2015, the patient died due to complications of endocarditis. (Clinical study patient ID: (B)(4)).